Event description:
It is reported that the screw in the lcck articular surface came loose when the patient fell down the stairs.

Manufacturer narrative:
This report will be amended when our investigation is complete.